Event description:
It was reported that during an unknown procedure, the device did not fire at all the staples; only half staple lines. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 04/10/2009. Information anticipated, but unavailable at this time.